Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/23/2024. H6 component code: g07002 no device problem found. Additional information: d4, d9, h3, h4, h6. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. The returned product determined that it was received one needle suture piece that pertained to product code 1166t. During visual inspection of the returned sample, marks that appear to be caused by a surgical instrument were observed on the body needle. The suture was examined, and the end was noted to be cut, probably caused by a surgical instrument. Additionally, a knot was performed in the strand and no anomalies or issues related to untied were noted during the evaluation. The functional test was performed in a suture piece using an instron equipment and the tensile force was above the minimum requirements. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned related events captured via 2210968-2024-03875, 2210968-2024-03877, 2210968-2024-03878.

Event description:
It was reported that patient underwent a breast mastopexy (bilateral) on (B)(6) 2024, and suture was used. The wire did not slide the knot properly and at the end the wire broke. No fragments were generated. Another envelope of the same wire was opened. Procedure was completed successfully with no delay. There was no patient consequence. No further information is available.